Manufacturer narrative:
The patient involved in this complaint is a male age (B)(6) at the time of the subchondroplasty procedure. The patient was evaluated in clinic by dr. (B)(6) on (B)(6) 2013. The patient presented with right knee retropatellar pain which had begun in (B)(6) 2012 and progressively increased until he stopped biking an running in (B)(6) 2012. An MRI from (B)(6) 2012 revealed patellar chondrosis and stress fracture of the patella. The patient decided to undergo arthroscopic debridement of the cartilage and a subchondroplasty procedure to treat the patellar stress fracture. An MRI was repeated in (B)(6) 2013 confirming the previous findings and was used in preoperative planning for the subchondroplasty procedure. The patient underwent arthroscopy and subchondroplasty on (B)(6) 2013. The arthroscopy revealed a large 16 mm x 16 mm chondral defect in the central region of the patella after debridement. All other structures and surfaces appeared to be intact. A cannula was then placed in the central-central region of the patella using fluoroscopy for guidance and 4 cc of accufill material was injected. A blush indicated that accufill material had m=leaked into the joint. This material appeared to come through the exposed patellar subchondral bone and was removed using an arthroscopic shaver. The accufill material was allowed to cure and then the cannula was removed. At the time of the procedure, dr. (B)(6) recommend that the patient undergo autologous chondrocyte transplantation if he continued to be symptomatic. The patients symptoms appeared to not improve significantly from baseline. Dr. (B)(6) reported an adverse event for persistent, symptomatic chondral defect of the patella and evaluated the event as serious but not related to the subchondroplasty procedure or device. The patient elected to undergo cartilage allograft transplantation, performed by dr. (B)(6) on (B)(6) 2014. The operative note for the procedure did not mention the status of the accufill implant site nor were any procedure complications reported. During a follow-up visit on (B)(6) 2014, the patient appeared to be doing well and was his function to date. Dr. (B)(6) noted the adverse event related to the patellar chondral defect resolved on (B)(6) 2014 the patient symptoms leading to the cartilage restoration procedure appear to be most related to a pre-existing patellar cartilage defect that continued to be symptomatic.

Event description:
Adverse event-surgery post receiving scp.

Manufacturer narrative:
This complaint is based on a review of clinical data. The investigation is in-progress. Once the investigation is complete a supplemental MDR will be completed. Not returned.

Event description:
Adverse event-surgery post receiving scp.